Event description:
It was reported that the tandem mobi pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to send replacement charging supplies, including a wall adapter, charging cable, and charging pad, via two-day shipping. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.